Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 37-year-old female patient who had essure (batch no. B26826-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included miscarriage (1 miscarriage in 2007,), gestational diabetes (gestational diabetes 2011), uterine leiomyoma (leiomyoma of the uterus), back pain, weakness generalised, lower abdominal pain, flank pain, kidney stones, trauma, uterine fibroid, fever, dysuria, hydronephrosis, dysfunctional uterine bleeding, dizziness, cystadenoma of thyroid, lightheadedness, leiomyoma nos and adenomyosis. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2010. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2011 to (B)(6) 2011, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, furosemide;potassium chloride (lasix + k) from (B)(6) 2017 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2011 and zolpidem tartrate (ambien) from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and dysmenorrhoea had resolved and the anxiety, depression and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: we were able to deploy the device with 3 coils being exposed in the uterus on the patients right side. The same procedure was carried out on the contralateral side and once again identified 4 coils being outside the tubal ostea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection, menorrhagia, pelvic pain, anemia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received.outcome updated as recovered of event urinary tract infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6)-year-old female patient who had essure (batch no. B26826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included miscarriage (1 miscarriage in 2007,), gestational diabetes (gestational diabetes 2011), uterine leiomyoma (leiomyoma of the uterus), back pain, weakness generalised, lower abdominal pain, flank pain, kidney stones, trauma, uterine fibroid, fever, dysuria, hydronephrosis, dysfunctional uterine bleeding, dizziness, cystadenoma of thyroid, lightheadedness, leiomyoma and adenomyosis. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2010. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2011 to (B)(6) 2011, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, furosemide; potassium chloride (lasix + k) from (B)(6) 2017 to (B)(6) 2018, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2011 and zolpidem tartrate (ambien) from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the urinary tract infection, anxiety, depression and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: we were able to deploy the device with 3 coils being exposed in the uterus on the patients right side. The same procedure was carried out on the contralateral side and once again identified 4 coils being outside the tubal ostea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection, menorrhagia, pelvic pain, anemia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: anxiety, depression blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), did not undergo confirmation test. Outcome of event pelvic pain were updated. Medical history, reporter information, aka name, concomitant drug, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 37-year-old female patient who had essure (batch no. B26826-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included miscarriage (1 miscarriage in 2007,), gestational diabetes (gestational diabetes 2011), uterine leiomyoma (leiomyoma of the uterus), back pain, weakness generalised, lower abdominal pain, flank pain, kidney stones, trauma, uterine fibroid, fever, dysuria, hydronephrosis, dysfunctional uterine bleeding, dizziness, cystadenoma of thyroid, lightheadedness, leiomyoma nos and adenomyosis. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2010. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2011 to (B)(6) 2011, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, furosemide;potassium chloride (lasix + k) from (B)(6) 2017 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2011 and zolpidem tartrate (ambien) from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the urinary tract infection, anxiety, depression and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: we were able to deploy the device with 3 coils being exposed in the uterus on the patients right side. The same procedure was carried out on the contralateral side and once again identified 4 coils being outside the tubal ostea diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection, menorrhagia, pelvic pain, anemia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.